Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture reference: 2938836-2017-32435, related manufacture reference: 2938836-2017-32438. During follow-up, noise and oversensing episodes on the atrial and ventricular channels. Secure sense was able to properly detect the noise. No further action was taken and the patient will continue to be monitored. The patient was in stable condition.

Event description:
The lead was capped and replaced on (B)(6) 2017. Related manufacture reference: 2938836-2017-32435; related manufacture reference: 2938836-2017-32438.